Manufacturer narrative:
Correction: h11: field should include: the device was returned with insufficient information and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient had the implantable cardioverter defibrillator system explanted with prior arrythmias attributed to the system. No further information regarding device or lead malfunction was made. The system was explanted on (B)(6) 2024. No adverse patient consequences were reported.